Event description:
Rn that administered potassium noticed that it had infused into patient too quickly. Stopped med and disconnected it from patient before it could cause an event/patient harm. Patient did not receive full dose of medication. Pump and tubing sent down to biomed before they were able to get any information from IV pump.the event description matches the 'signature' of a leaking check valve in the tubing allowing the secondary infusion to back flow into the primary bag, even though it appears as an over-infusion into the patient. Biomed will check the pump and tubing. Pump returned to service. Tubing returned to manufacturer.====================== manufacturer response for infusion/pca pump, carefusion (per site reporter).====================== will provide new device.